Event description:
It was reported that video system center had experienced a brightness issue, and after switching off, all the leds had been blinking. An onsite inspection had found that after the device had switched off, the front panel led had been blinking. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available